Event description:
Ref uf #(B)(4) .

Manufacturer narrative:
Record(s) and database reviews: a three year review of the MFR. Complaint database for this list #b1483/similar product issue recorded no additional reports. A review of the manufacturing in-process/exception trend reports also did not identify any known issues that may have caused or contributed to the reported component separation. Findings: the involved device set was not returned for analysis and confirmation. At this time, the exact cause(s) of the incident are unknown. The MFR will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable.